Event description:
It was reported that upon inspection of instrument, it was noticed that the ankle clamp was broken. No more information is available at this time.

Manufacturer narrative:
As per sales rep, additional information is available at this time. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Manufacturer narrative:
An event regarding a fractured triathlon tibial alignment ankle clamp was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as the product was not returned for inspection. -medical records received and evaluation: not performed as there is no indication the event was related to patient factors -device history review: review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been other similar reported events for this lot ID. Conclusions: the event could not be confirmed nor the root cause determined the device was not returned. Ncr and CAPA were opened to perform a root cause investigation. CAPA was closed. Corrective action: ncr and CAPA were raised to evaluate the design of the ankle clamp and further investigate the root cause. The CAPA was closed.

Event description:
It was reported that upon inspection of instrument, it was noticed that the ankle clamp was broken. No more information is available at this time.